Event description:
It was reported that the right ventricular (rv) lead exhibited high and varying defibrillation coil impedance with high pacing impedance also. A possible header issue was suspected on the implantable cardioverter defibrillator (ICD). A lead revision was performed in the header and the lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).